Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:19:53. During night drain cycle one, the patient's ultrafiltration reading was 978ml, indicating the home patient (hp) drained 878ml more than their maximum programmed fill volume of 1300ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.